Manufacturer narrative:
Device evaluation: one device was returned for investigation. Visual inspection found the lcd lens was scratched, the tamper sticker was missing and the rear label was intact. Functional testing was unable to duplicate customer problem. Review of the error history log found no evidence. Three separate delivery accuracy tests were performed. The pump was slightly over delivering but within the published +/-6% specification. Recommended that the pumps expulsor be trimmed in order to bring the delivery into a more nominal range. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Trimmed the expulsor and replaced the damaged lcd lens.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device failed accuracy during testing. There was no patient injury reported.